Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No alarm was noted after battery change or during testing. The pump passed the self test, error test and displacement test. The pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.

Event description:
The customer reported via phone call that he had an unexpected restart alarm on the insulin pump. Customer's blood glucose was 125 mg/dl at the time of the incident. Customer was advised to clear the alarm and disconnect from the pump. Customer was assisted with programming the time and date. Customer programmed a normal bolus into the air and the bolus amount was not recorded in the bolus history. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.